Event description:
During a procedure, it was not possible to take out the non-(B)(6) guidewire (cordis) when exchanging the non-(B)(6) introducers. Vascular surgery was notified, and fluoroscopy revealed that the short 8f femoral introducer had come out of the femoral access with the presence of bleeding, which was contained by femoral compression. Due to angulation and friction, the guidewire nor the introducer could be removed. The absence of rupture of the iliac axis was verified by right radial catheterization and arteriography, and it was confirmed that the bleeding point was the origin of the initial femoral puncture. The complication was not related to any(B)(6)devices.